Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187mg/dl. The customer's expected fasting blood glucose test result range is 80 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 140 and 148mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer's daughter (connie) is calling on behalf of the customer. The customer feels that the results she is getting from the meter is reading too high. The customer is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention. The customer stated that the date and time has not been setup (wrong date/time).